Event description:
It was reported that one device was used during a hysterectomy. It was reported by the affiliate that the surgeon placed the pm015 during the case. During the surgery, the removal of large fibroids, the pt blood loss was minimal. During post-op, the pt was returned with bleeding in the sub-q and needed to receive 2 units of blood. The device was discarded.